Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No calibration not accepted alert or lost sensor alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had audio vibrate anomaly. The customer¿s blood glucose was 163 mg/dl. The customer¿s other blood glucose level was 140 mg/dl. Customer reports they did not hear beeps when audio volume. The device will be returned for the analysis.